Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. H10: per the reporter, the reported event is not believed to be related to the malfunction of the device. We are filing this report for notification purposes.

Event description:
It was reported that the patient underwent an anterior cervical plate fixation surgery. A 75 mm plate was implanted and the surgery was successful. When the patient had an x-ray half a month later, it was found that the plate was not fit for the vertebral. It was thought the plate was too long for the patient. The secondary surgery was performed. At the second procedure, the plate was not removed. Instead, two screws were removed and four 4.5 mm fixation screws were added. No patient complications were reported before and after the secondary surgery.

Event description:
It was reported that the patient underwent an anterior cervical plate fixation surgery. A 75 mm plate was implanted and the surgery was successful. When the patient had an x-ray half a month later, it was found that the plate was not fit for the vertebral. It was believed that there were not enough fixation screws implanted at the index surgery. The revision surgery to replace two fixation screws and add two fixation screws is to prevent the future risk to the patient. No other complications were reported.